Event description:
Balloon burst during a therapeutic ureteroscopy procedure to dilate a very tight stricture. No further details regarding the circumstances surrounding this event are available. There were no patient complications.